Event description:
Did not invade sinus area on (B)(6) 2021. Both nasal swabbings, on (B)(6) 2021, did not invade sinuses. Received proper swabbing on (B)(6) at (B)(6) arena testing for covid-19 antibodies. Will not get results until 2 weeks around (B)(6) 2021.